Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that image storage was not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) visited onsite and found image storage was not possible. After reviewing log file fse found one of the hard drives replaced by 3rd party company have different firmware from the os. The cause of the hard drive failure determined by the supplier's part analysis that failed component was dimms. To resolve the issue fse replaced ippc and 3 hard drives, and the os has been re-installed on it and the ghost image has been backed up. After replaced ippc and 3 hard drives, the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There is a malfunction of the handle which enables the manual movement. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. There is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.